Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined that the reported difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, proximal superficial femoral artery. The approach was ipsilateral through the left femoral artery using a short 6f sheath. The vessel diameter was 5 mm. The vessel was prepared with balloon angioplasty prior to stenting. A 5.0 x 120 mm supera was being deployed in the femoral artery where a stent had been implanted in a prior procedure. When the stent was being deployed, it started deploying in the sheath and the stent elongated and could not be removed. It was stated that the length of the lesion, or the size of the stent was miscalculated causing the stent implant to deploy in the sheath and outside of the lesion. The sheath was removed and the patient was sent to surgery to remove the stent. The patient is reported to be fine. No additional information was provided.